Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2017 a percival pvs23 was implanted as part of the persist-avr clinical trial. On (B)(6) 2017 two serious adverse events occurred as reported via. The persist-avr clinical registry. The patient suffered from a stroke leading to paralysis. The outcome was reported as recovered/resolved with sequelae. The patient also suffered from endocarditis in the aortic valve. The outcome was reported as recovered/resolved. No device re-intervention was performed.

Event description:
On (B)(6) 2017 a perceval pvs23 was implanted as part of the persist-avr clinical trial. On (B)(6) 2017 the patient was hospitalized due to a possible paralysis (patient was unable to move the right limb). At the emergency was confirmed an ischemic stroke. The presence of fever was also reported by the family to be persist in the 15 days before the hospitalization, blood culture were positive to streptococcus parasanguinis. Tee confirmed presence of valve endocarditis. The patient was treated with antibiotics and the endocarditis was resolved on (B)(6) 2017.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Early onset endocarditis as a result of procedural complications or device issue is classified as happening within six weeks of operation. The reported event occurred more than six months after the procedure classifying it as late onset endocarditis which indicates it may be attributed to patient condition. The reported stroke occurred after the reported endocarditis and due to the time since implant can be attributed to complications arising from the endocarditis. The device was functioning properly at the time of discharge and the device history record review indicated the valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. However, because the actual device cannot be analyzed and there is no more information regarding the events the root cause cannot be determined at this time.